Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the drawer failed. The customer stated that this malfunction caused a delay to the patient care as the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer had failed. The field service engineer (fse) found that the door had also failed. The fse applied grease and tightened all doors, manually inducing failure. The customer recovered all doors successfully. Door 4 had a medication bag behind the bin, causing the bin to press against the door. The fse cleared the bag and verified the functionality. The system functioned as intended after the field service engineer troubleshot the device.